Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Gel bleed: not observed. Additional observations: stress marks are observed assessed as non-penetrating nick. Broken device assessed as fold flaw opening. Missing shell assessed as inconclusive. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Patient reported a possible right side rupture. Healthcare professional later confirmed the rupture to be to the contralateral left side and also reported a capsular contracture baker grade unknown and "significant gel bleed". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a possible right side rupture. Healthcare professional later confirmed the rupture to be to the contralateral left side and also reported a capsular contracture baker grade unknown. Device remains implanted.